Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastroplasty. According to the reporter: the reload did not perform the complete stapling. It was necessary to use 3 more reloads. No injury reported. No permanent damage. The event did not prolong the hospital stay. There was bleeding in excess, but it was not over than 500 ml. Blood transfusion was not necessary. The surgical time was extended by 40 minutes. Pt information: (B)(6), female. Medical history: asthma.